Event description:
Patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain and elevated ion levels. Doi (B)(6) 2009 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain and elevated ion levels. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and popping and snapping. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for lot codes 2956044 and 2978993 did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.